Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) choledocholithiasis extraction procedure performed on (B)(6) 2022. During the procedure, a trapezoid basket was advanced into the patient. When the physician gave pressure, handle detached. The basket was pulled out. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition following procedure was reported to be stable.

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e1: initial reporter phone: (B)(6). Block h6: device code a0501 captures the event handle detachment of device or device component. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was detached. Under microscope, it was noted that the proximal screw was cracked at the button, and the distal screw has a flat tip. In addition, it was found that the handle cannula has screw dimples drag marks and there are screw shavings below the boston scientific label. Dimensional inspection noted that the side car rx was pushed back out of specification. The screw depth and length were measured and found the distal screw length was less than the permitted tolerance. The coil/sheath was cut off to be able to observe the handle cannula, the handle cannula has screw dimples drag marks. The reported event was confirmed. Based on all available information, it was determined that the failure is attributable to the supplier of the screws. Due to the condition of the screws, the proper fastening is not given (even if the screws had the appropriate depth), so the force applied when activating the device led to the detachment of the handle cannula. The drag marks on the handle cannula shows that the screws failed to hold the cannula as expected. Therefore, the most probable root cause for the failure of handle cannula detached is manufacturing deficiency as the problem is traced to the manufacturing process, with the supplier as the probable cause owner; an investigation is underway to address this problem. The most probable root cause of the investigation finding of side car push back is adverse event related to procedure as the problem could have been a consequence of the manipulation or the detachment of the handle cannula during the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) choledocholithiasis extraction procedure performed on may 05, 2022. During the procedure, a trapezoid basket was advanced into the patient. When the physician gave pressure, handle detached. The basket was pulled out. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition following procedure was reported to be stable.